Event description:
Complainant reported multiple needlestick events where the safety shields on the blue 23gx1.5" needle either becomes off center and does not lock or cover the needle. Additionally, the needle shield can be pushed back open even after it has been locked.

Manufacturer narrative:
(B)(4) is the assembler of convenience kits that could contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by (B)(4). We have notified (B)(4) for awareness.